Event description:
Pt's wife reported that an error msg appeared on the pump screen that says, "down stream occlusion" pts wife said the troubleshoot didn't work and there is no kink or any problems with the tubing. Patients wife completed a new mix and replaced the tubing and the error resolved. Patient will increase dose today and noted holding current dose due to joint pain. Patient wife also reports patient is experiencing extremity pain. IV remodulin patient using cadd solis pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Expiration dates are unknown. 1. Did the reported product fault occur while in use with the patient? No 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? Yes. 6. What troubleshooting was completed? Pts wife said the troubleshoot didn't work and there is no kink or any problems with the tubing. 7. Did pt experience missed doses/interruption in therapy? No. Pt-4836. Device:1013. Reference reports: mw5175787.